Manufacturer narrative:
(B)(4) - based on the clinical review of the information available the shortness of breath, pleural effusion, and scrotal swelling was related to fluid overload. The fluid overload was likely related to peritoneal dialysis with fresenius products. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
During a follow up call to the patient¿s home for an unrelated event the peritoneal dialysis patient reported being hospitalized on (B)(6) 2017 due to peritoneal membrane damage and fluid leaking into the scrotum and back. The patient stated that fluid was removed while hospitalized and has switched to hemodialysis in order to allow the peritoneum to heal. The patient stated that there was no cycler malfunction or overfill. Review of the medical records indicated that the patient presented to the hospital with shortness of breath lasting six hours and scrotal swelling. The patient was diagnosed with acute hypoxic respiratory failure. The patient began peritoneal dialysis on (B)(6) 2017 and treatment was going well however over the last two days prior the hospitalization the patient reported ¿not getting out as much fluid as he was putting in¿. The patient also reported overnight waking up with shortness of breath and scrotal swelling. The patient also reported having some symptoms of an upper respiratory infection with a cough and runny nose however the symptoms were no longer present upon arriving to the hospital. The patient presented to the hospital afebrile with no nausea, vomiting or other systemic symptoms. Physical examination of the patient indicated crackles in the bases of the lungs (right side greater than left side), normal respiratory effort and expansion, tachycardia with normal sinus rhythm, and significant scrotal swelling. The acute hypoxic respiratory failure was found to be secondary to a large pleural effusion and volume status overload. The volume overload was noted in the medical records to be secondary to a mismatch input and output of the peritoneal dialysis fluid. The patient was immediately placed on hemodialysis. Treatment also included a right side thoracentesis with 1.2 liters of fluid removed. The next morning the respiratory failure was resolved and the patient no longer required oxygen. Testing of the removed fluid resulted in a high level of glucose indicative of peritoneal dialysis fluid. The chest x-ray also showed marked improvement of the pleural effusion. The anion gap metabolic acidosis secondary to end stage renal disease and poorly functioning peritoneal dialysis rapidly resolved with hemodialysis treatment. A contrast study indicated communication between both the scrotum and peritoneum as well as the pleural space. The patient will likely forego peritoneal dialysis in the future and require hemodialysis. Prior to discharge the patient¿s physical examination found the lungs clear to auscultation bilaterally and minimal scrotal swelling improved from previous day. The patient was discharged home on (B)(6) 2017 with outpatient hemodialysis set up for monday, wednesday and friday.